Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and migrated to the atrium. As a result, a lead revision procedure was scheduled. This rv lead was successfully repositioned. No adverse patient effects were reported.